Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After evaluating the data and the instrument, the cause of the discordant, falsely high calcium result was due to a mis-alignment of rpp1 in wash cup. The fse aligned the rpp1 in wash cup & checked wash cup alignment. The instrument is operating within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely high calcium (ca_2) result was obtained on the advia 1800 instrument. This result was not reported to the physician. The laboratory repeated testing on the patient sample on the advia 1800 and obtained a lower calcium result (repeat). This result was reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely high calcium result.